Event description:
On (B)(6)2007, the patient was implanted with an scs system. The patient states that there is no ipg communication with charger. The patient programmer will locate the ipg. The patient programmer gives "system error 2340 call ans." The patient turned off the ipg about a month ago. The patient was not been able to turn it back on since it could not communicate with their patient programmer. The ipg was explanted on (B)(6)2010 and replaced with a new ipg. Stimulation was captured and patient is doing well.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.